Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit can not turn on and has a loud alarm to continue. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine check. To fix the issue , fse replaced the pcba, video generator , exec processor and coiled cord. Fse performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The machine was working normally.

Event description:
N/a.